Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 lead implanted: (B)(6) 2006. A 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was having intermittent diaphragmatic stimulation due to the left ventricular (lv) lead. The lead¿s threshold was reprogrammed and the lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.